Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: hyperion jl4.0 st (7-french); stent: 3.5x38mm resolute integrity; other: rebirth, crusade (2); embolic protection: filtrap 3.5. Evaluation summary: the device was returned for evaluation and the reported stretched coils were confirmed. The reported difficulty to remove was not able to be confirmed in a lab environment as the difficulty was due to case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion extending from the left main (lm) artery to the proximal 1st diagonal artery. A sion blue guide wire was placed in the lm artery and a balanced middle weight (bmw) elite ii guide wire was placed in the 1st diagonal, followed by deployment of a 3.5x38mm non-abbott stent implant at 9 atmospheres (atm). During withdrawal, resistance was met with the anatomy, reportedly because the bmw elite ii guide wire was caught between the deployed non-abbott stent implant and the vessel wall. After removal, the bmw elite ii guide wire was noted to be stretched. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another sion blue guide wire was used to successfully complete the procedure. There was no additional information provided. The bmw elite ii guide wire was returned with the core separated. Follow-up information received from the account stated that although only the stretching was confirmed during the procedure, it is likely that the separation also occurred during the procedure.